Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the tubing and catheter adapter of an uv (ultraviolet) flash transfer set. This occurred during use of the device for peritoneal dialysis therapy. No leak was observed and the titanium adapter remained in use. The transfer set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.